Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that for the past two days, the infusion set had disconnected at his site at the quick release for no reason, while he was sitting on the couch this morning and yesterday while running security lights. The site location was on right side of his abdomen and the pump was located on his belt clip on the left side. The infusion had been used for two days and they were stored in a closet. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.